Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high shock impedance, with out-of-range measurements. Technical services (ts) reviewed data from the device and noticed that the shock impedance has been around 100 ohms during the last year, with a recent peak at 128 ohms. No noise was observed, so ts believes this behavior could be related to a clinical patient condition or lead calcification. A troubleshooting guide was provided to assess lead integrity, including x-ray imaging, patient movements, and potential commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. An in-clinic follow up was scheduled for further patient and system evaluation and a lead revision procedure will be performed depending on the results of this follow up. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high shock impedance, with out of range measurements. Technical services (ts) reviewed data from the device and noticed that the shock impedance has been around 100 ohms during the last year, with a recent peak at 128 ohms. No noise was observed, so ts believes this behavior could be related to a clinical patient condition or lead calcification. A troubleshooting guide was provided to assess lead integrity, including x-ray imaging, patient movements, and potential commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. An in-clinic follow up was scheduled for further patient and system evaluation and a lead revision procedure may be performed depending on the results of this follow up. No adverse patient effects were reported. The lead remains in service.